Manufacturer narrative:
A bci field service engineer had the customer tighten the lid.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a waste sump leak on the unicel dxc 600 pro synchron chemistry analyzer's due to loose lid. No injury was reported.